Event description:
It was reported that during an acdf procedure at c3-c4, the nipple part of the handle broke off during the procedure. The broken piece was retrieved and did not fall into the patient. The surgeon used another handle to complete the procedure. There was no reported adverse effect to the patient. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The handle was received in two pieces for a product development event evaluation and the ao coupling was separated from the silicone handle. The ao coupler was still functional. The instrument broke at the adaptor shaft to the coupling part. There was some necking present at the fracture point, which could signify the presence of a tensile or lateral load applied. However, the exact mode of failure is unknown. This complaint is indeterminate from a product development standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.